Manufacturer narrative:
While it is unknown if the devices used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. This report is for the fifth device. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a female patient with multiple dental restorations received two xive s dental implants in 2012 in region 13 (fdi # 25) and 15 (fdi 27) and a fixed denture (bridge) 12 - 15 (fdi # 24 - 27). Since that time the patient has felt symptoms like muscle tension, numbness, depression, and hand trembling. In (B)(6) 2018 another four implants were installed in region 09 (fdi 21), 20 (fdi 37), 19 (fdi 36), and 18 (fdi 35). The same symptoms were intensified. The patient´s general condition became unsatisfactory. As no allergies were known the implants were considered to be cause. On (B)(6) 2018 all six implants were removed. Since then all symptoms described above have disappeared.

Manufacturer narrative:
The device was evaluated and found to be within specification.